Manufacturer narrative:
Citation: roberts w et al. Mitral valve replacement after failed mitral ring insertion with or without leaflet/chordal repair for pure mitral regurgitation. Am j cardiol. 2016 jun 1;117(11):1790-807. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature regarding unfortunate consequences of mitral valve repair with ring or band implantation. The study population included 29 patients (predominantly male; mean age 61 years), four of which were implanted with medtronic duran ring and one of which was implanted with medtronic ats simulus semi-rigid band. The serial numbers were not provided. Patient 7: a (B)(6) male with mitral valve prolapse and systemic hypertension was implanted with a 33-mm duran ring. At 161 days post-implant, the patient had severe mitral regurgitation and hemolysis which required a blood transfusion. A coronary artery bypass graft (CABG) procedure was performed, the ring explanted and a mechanical valve was implanted. The explanted ring was noted as dehisced with prolapse of the anterior mitral leaflet and was covered in fibrous tissue. No additional adverse patient effects were reported regarding medtronic product.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.